Manufacturer narrative:
Eval summary: the analysis results confirmed that on el5ml device a was rec'd in good visual condition. However, when testing the device for functionality; the first firing had a double feed issue, and the second firing it fed the last clip properly afterwards it locked out as intended. Care should be taken during full cycle of the trigger to ensure proper clip feeding and clip formation, as per the warnings and precautions included in the instructions for use: the trigger must be fully squeezed against the handle to ensure complete clip formation. Ensure full release of the trigger after firing. A partial release of the trigger may disrupt clip-feeding sequence and may result in clip malformation. The analysis results found that the el5ml device (b) was rec'd in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The analysis results found that the el5ml device (c) was rec'd in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported during a laparoscopic splenectomy procedure, the hosp used the applier multiple times and then the instrument had a misfire problem. This occurred with three instruments during the procedure. We are attempting to obtain add'l info, will advise if this info becomes available. There was no adverse pt consequence.